Event description:
It was reported via repair work order that the patient right load wheel casting had broken off at the casting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.